Event description:
Procedure: pancreatoduodenectomy. According to the reporter: the first firing across the duodenum was successful. Then, the egia 60-3.5 was fired over the lung. However, on second squeeze, the handle became stiff and could not be squeezed any more. The surgeon tried firing by squeezing little by little but a component broke off. The instrument was removed from the tissue with no damage. Another stapler and sulu was used to complete the case. Approximately 1cm of the tissue on the pt side was resected to recover the incomplete firing. No bleeding was reported. Nothing fell into the cavity. The pt status was reported as under observation.